Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions 61. This is a follow up report to add this additional code. Device received for this event is being corrected from primetaper ev ø4.8 x 11mm os catalog # 68011106 UDI # (B)(4) lot number 513093. To healdesign ev (l) ø6.5 4.5mm catalog # 68013029 UDI # (B)(4) lot number unk. This is a follow up report for this corrected information. Correcting concomitant medical products from ha 68013029 to primetaper ev ø4.8 x 11mm os, ref (B)(4), lot 513093. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: remove 1863. Investigation findings: remove 3221. The correct codes for this complaint are: medical device problem code: add 2547. Investigation findings: add 3253 and 4248. This is a follow up report to correct this code.